Event description:
It was reported that the patient experienced an ipg replacement due to an inoperable ipg, procedure was completed 05dec2023, explanted ipg is in pathology. No complications bilateral extensions inserted into the unilateral battery therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.